Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2022with reports of blood in their stool, lightheadedness, and fatigue. An abdominal/pelvis computed tomography (CT) was performed with no evidence of bleeding. They underwent a push enteroscopy which noted gastric polyps and no evidence of bleeding. A colonoscopy revealed internal hemorrhoids. The patient was taken off of anticoagulation upon admission and was placed on an octreotide acetate infusion. The patient was to undergo an outpatient pillcam procedure. The bleeding was rep orted to have resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.